Event description:
It was reported to philips that the allura system would not allow any geometry movements. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical at the time the reported problem occurred. The philips remote service engineer (rse) inspected the system remotely and identified that one of the geometry controllers may have been active during system start-up, causing the system to not complete the geometry boot-up sequence. The geometry modules and movements were checked, and no issues were identified. Log file analysis identified a "enmv_at_startup_high" error, confirming that a button might have been inadvertently activated by the clinical user during start-up. After testing the modules and geometry movements remotely, the system was returned to use in good working order. To date, no further reoccurrence of this issue has been reported to philips. The codes were updated based on the investigation outcome.